Event description:
It was reported that when an asymptomatic patient presented in-clinic, non-sustained rv oversensing episodes due to post-paced t-wave oversensing on ventricular lead were observed. Programming changes were recommended.